Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. The pad-pak DHR for lot no. A2618 was reviewed and showed that this was 1 of 200 pad-pak¿s manufactured under lot a2618. All pad-pak¿s were subjected to a battery voltage test on the (B)(6) 2017, with one recorded fail investigated under evaluation 00498. This pad-pak was scrapped. There were (B)(4) pad-paks from this lot shipped to ¿medx5¿ on the 16th may 2017. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up until the (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to a low battery. The device remained in fault mode until (B)(6) 2018, when information from the history shows a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully passes an additional self-test later on the same date. No further log entries were recorded. The returned pad-pak was inserted into the device and failed to power on. The device was disassembled to investigate. As no fault was found with the sam pad device during testing, it would suggest the blown fuse in the returned pad-pak may have been due to a handling issue resulting in a short circuit between the terminals, or, the pad-pak had been used in another device with a fault. There was no evidence of the device switching on automatically as per the reported fault throughout the history log or during testing at heartsine. This would suggest that the user had returned the device due to the fault of the device not powering on successfully due to the blown fuse in the returned pad-pak. As no fault was found with the sam pad device during testing, it would suggest the blown fuse in the returned pad-pak may have been due to a handling issue resulting in a short circuit between the terminals, or, the pad-pak had been used in another device with a fault. The returned pad-pak was shipped on the 16th may 2017 and would therefore not have been used with this device from the first installation.the returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.